Event description:
Customer stated, "she heard a spark. She look at pad she saw a little residue of smoke." The product has not been returned for investigation. The customer did not claim any injury. The customer was contacted to remind them to return the pad for investigation and to gain more information. As of (B)(6) 2019 the pad has not been returned. Bce did not find this to be a recurring issue in the lot. Without the product, bce cannot make any further determinations.